Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not delivery. On an unspecified date and time, the pump was programmed to deliver normal saline at a rate of 30ml/hr, and the delivery was started. At an unspecified time, the second line of the pump was programmed to deliver zyvox 600mg, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011, the customer contact reported that the device alarmed with an unspecified alarm that indicated the delivery was complete. At this time, the nurse noted the "bag was half full" and that the pt's IV line was clotted. The pt's IV line was "fixed." The pump was removed from clinical service. Therapy was resumed using a dial-a flow device, until a replacement pump was obtained. There were no reported adverse pt effects and no reportable delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no additional info was provided.